Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and elevate were implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone multiple surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to erosion, pain and recurrence of incontinence the patient underwent mesh repair on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2010, the patient underwent urethrolysis, cystoscopy and complex foley catheter insertion. Small area of the sling had eroded into vagina, small segment of sling removed.